Event description:
The user facility reported a hose disconnected from the back of the system 1e unit allowing water to leak onto the floor. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician inspected the system 1e and found the 90 degree factory crimped hose fitting had separated at the pre a&b filter assembly inlet connection. At the time of the reported event the user facility's biomedical technician was in the process of replacing a pre a&b filter on another system 1e located in the workroom. The biomed observed water on the floor emanating from the system 1e behind her. The biomed pulled the workstation cart forward from the wall inadvertently pulling the system 1e drain hose out of its standpipe. A processing cycle was in process and use dilution spilled out on onto the floor. The biomed detected a strong odor and advised facility personnel to leave the room. No medical treatment was sought or administered. The technician replaced the hose, ran a diagnostic and processing cycle and confirmed the unit to be operational.